Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye on an unknown date.-1 myopic was reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.